Event description:
It was reported that a patient was leaving the hospital after their leadless pacemaker implant procedure and collapsed. Their implantable cardiac monitor indicated patient had experienced ventricular tachycardia and the patient had to be externally shocked. Physician suspected the device's size caused the ectopic arrhythmia. Patient's condition after the event was unknown.

Manufacturer narrative:
Further information was requested but not received.